Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device and did not achieve hemostasis. There was no reported patient injury. The device was being used in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device and did not achieve hemostasis. There was no reported patient injury. The device was being used in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe returned. The sealant was in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed regarding the sealant sleeves. Additionally, the procedural sheath was not returned with the device. The balloon was deflated, and the core wire was present in its manufactured position. No additional anomalies were observed during this analysis. Per functional analysis, the simulated deployment test could not be completed fully. Although button 1 could be fully depressed, resulting in sealant deployment, balloon retraction could not be achieved when button 2 was depressed due to the presence of excessive saline solution inside the balloon. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device since the deployment mechanism had not been initiated as indicated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported since the returned device did not match the event description. It was reported that the sealant came out with the device and did not achieve hemostasis; however, the device was received with button 1 and button 2 in their manufactured positions, indicating the device was never deployed. Since the device passed the simulated deployment test and there were no anomalies noted to the device, it is unknown what issue the customer may have been experiencing with this product. It should be noted that since the deployment button of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. Also, it was noted during analysis that the balloon could not be retracted when pressing button 2 during functional analysis. However, as the issue was found to be due to dried saline substrate within the balloon and button 2 showed no signs of depression attempt, it is highly unlikely that the customer experienced this issue during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.